Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a corroded motor home switch. The functional testing could not be completed due to tha alarms. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a scratched reservoir tube window, cracked reservoir tube and cracked display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a low reservoir and for a motor error. The customer was rewinding and noticed the piston coming out. The customer removed the battery and replaced it and received the motor error alarm. The customer did not recall the blood glucose reading. The customer reported that the drive support cap appeared normal. The insulin pump had not been exposed to a strong magnetic field. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.